Event description:
Major pump unit (s) involved: device thrombosis additional text: clinical tests, waveforms, data log point to pump thrombosis specific component (s) involved: other component malfunction, specify additional text: other component: clot inside of pump causative or contributing factor: no specific contributing cause identified other cause: intervention(s): replacement of external controller other intervention: side.

Event description:
Major pump unit (s) involved: device thrombosis specific component (s) involved: other component malfunction, specify